Manufacturer narrative:
Concomitant medical products - therapy date unknown. Item#150410; lot#298460; oss tibial poly bearing 12 mm. Item#150350; lot#838470; oss 3 cm resurfacing femoral rt. Item#150356; lot#798480; oss 7 cm seg ellipt femoral r. Item#150493; lot#unk; oss reinforced yoke. Item#150480; lot#867690; oss axle. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Root cause attributed to patient anatomy. Completion of investigation relayed to sales rep via email on 17 sep 2015. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent several oss revisions.